Manufacturer narrative:
Unit passed selftest and displacement test. Hardware low level failure alarm confirmed in the pump history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had hardware low level failure alarm during self test. The customer¿s blood glucose level was 196 mg/dl at the time of the incident. The device will be returned for analysis.